Manufacturer narrative:
The user did not provide sufficient information and stopped communicating. Hence,no further information could be obtained and investigation was not possible. H6 result code updated to 3221. H6 conclusion code updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On nov 20th, 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert the user.